Event description:
It was reported that a spectrum pump alarmed upstream occlusion during patient infusion of norepinephrine. This resulted in the pump not infusing for a few minutes. The resulting under infusion caused the patient's mean arterial pressure (map) to drop to the 30's while the systolic blood pressure dropped to the 60's. This occurred in the critical care area. It was further reported that there was no obvious reason for the upstream occlusion upon inspection of the device. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 2400100000-2023-8002 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, the device passed the flow rate accuracy test and the reported under infusion was not reproduced. The reported condition of under infusion was not verified. Upstream occlusion alarms could not be reproduced during evaluation. The event history log (ehl) review was not performed because it could not be downloaded. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported upstream occlusion alarms evaluation found contributed reported problem causality and it was determined an out of calibration upstream sensor and therefore was required to be calibrated to correct the reported problem. The cause of the condition was determined to be an out of calibration ultrasonic sensor. Should additional relevant information become available, a supplemental report will be submitted.